Event description:
The customer stated that the meter was not able to push out test strips. While troubleshooting, the breeze handle was pulled out and pushed in four times before a testing strip was presented. The customer alleged that she was in the hospital for 8 days for high blood glucose due to the meter malfunction. The meter is to be returned for evaluation, and a replacement is to be sent.